Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fluoro board for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The fluoro board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: b i31000129, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being serviced outside of a procedure. It was reported that there were issues with the system control board and fluoro cpu. There was no patient present when this issue was identified. Additional information was received. It was reported that the imaging system could not produce x-rays. Additionally, it was clarified that the reported issue was with the fluoro cpu and not the system control board.